Manufacturer narrative:
Analysis was able to confirm the reported broken atrial output connector. Analysis also noted that the atrial output connector nut was missing, the hanger was contaminated, the hanger screw was contaminated, and the battery drawer was sticking. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial output connector port. The epg was returned for service. There was no patient involvement.